Event description:
It was reported that during the placement of a stent, the unit failed and then subsequently went into fluoro bypass mode during which the procedure could continue. The procedure on the pt was successfully completed using fluoro bypass mode.